Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details.

Event description:
It was reported that the vascular stent could not be deployed during a stenting procedure of the sfa. After removal of the delivery system from the patient, the stent could still not be deployed on the back table. Another stent was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Based on the investigation of the returned sample it was confirmed that the system was actively used and that the stent could not be deployed at all because a force transmitting component was found to be broken. Previous investigations of similar complaints have been reviewed. As a necking pattern was found in the distal section indicating high release force the event reported may be related to a difficult anatomy as highly tortuous and calcified vessels may lead to increased friction and subsequent release force increase. The reported event may also be use related as rough handling may lead to deformation and subsequent friction increase. On the basis of the available information and the evaluation of the returned sample, a definite root cause for the reported event could not be identified. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." And "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit".

Event description:
It was reported that the vascular stent could not be deployed during a stenting procedure of the sfa. After removal of the delivery system from the patient, the stent could still not be deployed on the back table. Another stent was used to complete the procedure successfully. There was no reported patient injury.